Manufacturer narrative:
The reported event of noise on the pacemaker was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-36760. It was reported that the pacemaker and the atrial lead exhibited noise. The pacemaker and the atrial lead were both explanted and replaced. Patient was stable.